Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported: " avalon toco mp transducer device leads incorrectly" . It is unknown if the device was in use at time of event and no adverse event to the patient/user was reported.

Event description:
The customer reported: " avalon toco mp transducer device leads incorrectly" . It is unknown if the device was in use at time of event and no adverse event to the patient/user was reported.